Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01604507 returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high control results. The customer is concerned with control tests results of 61mg/dl. The expected level 1 control solution range is 23-53mg/dl. Customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is 11/16/2018. The meter memory was not reviewed for previous test result history. Customer called for assistance running control test before using meter. Control result was out of range.